Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, when the physician was preparing to slit the sheath, the left ventricular (lv) lead was dislodged. X-ray confirmed the lead dislodgement. The lv lead was removed and replaced. The patient was in stable condition.